Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer's current blood glucose level was 68 mg/dl. The customer was treated by the shots of lantus. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioning properly during testing.